Manufacturer narrative:
Heating pad is bunched/crushed which shows abuse of the product and a violation of the instructions and warnings provided. This incident is the direct result of consumer misuse/abuse of the product.

Event description:
Consumer claims her mother was using the heating pad in bed for her back. It is alleged that the heating pad caught on fire, caused a minor burn to her mother and damaged the bedding.